Event description:
On (B)(6) 2015, I was admitted to (B)(6) for outpatient csf repair exploratory surgery. An hour or so into surgery, the surgeon went to make a skin path from nasal lining on the right side of my nose. It was at this time the tips of the scissors broke off and fell. After x-raying my stomach, chest / lungs, the surgeon found them lodged behind the adenoid. The retrieval was quite difficult and resulted in a partial adenoidectomy, a week long hospitalization, including three days in ICU, as well as current health suffrage.